Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely decreased wbc, hemoglobin (hgb), and absolute neutrophil (anc) results for several patients on an alinity hq analyzer. The following data was provided: sample ID (B)(6), 15-year-old female, initial hgb result was 4.01, repeat result was 6.68 mmol/l sample ID (B)(6), 17-year-old female, initial result was 4.57s, repeat result was 7.54 mmol/l sample ID (B)(6),8-year-old female, initial hgb result was 3.86, repeat result was 5.07 mmol/l sample ID (B)(6), male infant, initial hgb result was 4.10, repeat result was 5.74 mmol/l sample ID (B)(6), 3-year-old male, initial anc result was 0.485, repeat result was 1.79 10e9/l sample ID (B)(6), 14-year-old male, initial hgb result was 3.72, repeat result was 5.56 mmol/l sample ID (B)(6), initial wbc result was 0.973, repeat result was 3.21 10e9/l; initial hgb result was 4.48, repeat result was 6.95 mmol/l; initial anc result was 0.334, repeat result was 1.34 10e9/l. There was no impact to patient management reported.